Event description:
Factory analysis of the returned cable revealed a loose connection due to a broken connector locking tab.

Event description:
The customer reported the ventilator alarmed and went vent inop during setup testing. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted vent inop occurrences due to data acquisition pcba adc failure. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers field service engineer confirmed the reported problem. The field service engineer replaced the data acquisition-motor controller cable to correct the reported problem. The device passed all manufacturer required testing.

Manufacturer narrative:
Supplemental report